Event description:
It was reported that this patient underwent an environmental exposure of a magnetic resonance imaging (MRI) scan on (B)(6) 2013. The health care professional noted the pump was checked after the MRI and 'all appeared fine.' A printout from the office check post MRI done on (B)(6) 2013 at 1500 still showed 3.9 milligrams (mg) programmed. Following the MRI, the patient was admitted to the hospital on (B)(6) 2013 due to an altered mental status; confusion and combativeness. The pump was read by a medtronic representative on (B)(6) 2013 and although the pump was supposed to be programmed at 3.9 milligrams (mg) per day of morphine, the pump infusion mode was in 'stop pump' mode. The printout noted '15 mg, infusion mode stopped, low reservoir alarm enabled.' It appeared the last time the pump was looked at was on (B)(6) 2013 at 1604. This pump delivered morphine. The pump was restarted on simple continuous at 2mg per day and patient was to have the pump replaced in the next few weeks as it is approximately 6.5 years old.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).